Manufacturer narrative:
Device evaluated by MFR.: the device was returned without the packaging. A visual and microscopic examination of the returned device found no issues. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that while prepping for a percutaneous coronary intervention, it was noted that the packaging seal was compromised. The lesion being treated was located in the left anterior descending artery. While unpacking the 3.00x32mm promus element stent delivery system it was noted that the outer box was sealed but that the inner packaging was open and unsealed. The device did not enter the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that while prepping for a percutaneous coronary intervention, it was noted that the packaging seal was compromised. The lesion being treated was located in the left anterior descending artery. While unpacking the 3.00x32mm promus element stent delivery system, it was noted that the outer box was sealed but that the inner packaging was open and unsealed. The device did not enter the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is combination product. (B)(4).